Event description:
Reporter indicated that the pt has experienced a lack of efficacy with vns therapy and would like to have the devices explanted. The treating medical professional is unsure why the vns has not worked to treat the pt's depression. Medications were changed in an attempt to gain better efficacy. Good faith attempts for add'l info have been unsuccessful to date.